Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.2, second test inr = 1.3. Caller alleges inaccuracy with inratio. Results as follows: patient 1: date 2007, inratio 1.2, lab 3.2, date: the same day, inratio 1.3, lab 3.2. Pt 2: date: the same day, inratio 1.3, lab 2.6, the following day, inratio 1.9, lab 1.98.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070163: first test inr = 1.2, second test inr = 1.3, mean = 1.25; sd = 0.07, %cv = 5.66%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt 1: date 2007, inratio: 1.2, lab 3.2, mean 2.2, confidence limits: 1.4 - 3.1, date: the same day, inratio 1.3, lab 3.2, mean: 2.25, confidence limits: 1.4 - 3.1. Pt 2: date the same day, inratio 1.3, lab 2.6, mean 1.95, confidence limits: 1.3 - 2.7. The next day, inratio 1.9, lab 1.98, mean 1.94, confidence limits: 1.3 - 2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing for pt 2 dated the original date and the reading for the following day. For pt 1, both inratio and lab values are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.